Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on.  The device would not be in a usable state for a patient event, if needed.  There was no patient use associated with the reported issue.

Manufacturer narrative:
Device manufacture date, of the initial medwatch report indicates: 01/22/2003. Device manufacture date, of the initial medwatch report should indicate: 01/24/2003.

Manufacturer narrative:
Physio-control was advised that the customer's device will not be returned for evaluation as it has been retired from service. The cause of the reported issue could not be determined.